Event description:
It was reported that a right atrial (ra) lead dislodgement was discovered in the initial follow up after the ra lead implant procedure. The physician attempt to reposition the lead, but was unable to extend the ra lead helix. The ra lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. The dislodgement allegation could not be confirmed, as no anomalies were noted on the outer lead tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that a right atrial (ra) lead dislodgement was discovered in the initial follow up after the ra lead implant procedure. The physician attempt to reposition the lead, but was unable to extend the ra lead helix. The ra lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.